Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician observed non capture in the ventricle on an electrocardiogram strip four days after implant. The left ventricular (lv) lead, which was plugged into the right ventricular port, was explanted and replaced. No patient complications have been reported as a result of this event.